Event description:
It was reported that the back on the scooter is broken.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-05494, indicting the model as a leo-3b scooter. Information has been obtained indicating that the correct model is a leo-4b scooter.